Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient was required to recharge the device multiple times a week. In turn, the patient did not recharge the device as recommended. As a result, the ipg was deemed inoperable. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.